Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information provided the reported tissue damage (leaflet perforation) is likely related to patient anatomy. The reported patient effect of tissue damage (leaflet perforation), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.na

Event description:
This is filed to report tissue damage. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. One clip was inserted and successfully deployed. However, after deployment, a perforation occurred on the posterior leaflet. It was noted that the clip remained attached to both leaflets. No additional clips were implanted, and mr reduced to a grade of 2-3. There was no clinically significant delay in the procedure. No additional information was provided.